Event description:
Certified letter was rec'd (B)(6) 2010, from a law firm who stated: "based upon our investigation, we believe that medical equipment manufactured and/or supplied by your company caused a fire to occur at (address withheld), on (B)(6) 2010, causing the deaths of (name withheld), (name withheld), and (name withheld). (Name withheld) was seriously injured and hospitalized as a result of the fire."